Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an unexpected restart alarm. Customer was going to change the battery on the pump. Customer's blood glucose was 7.4 mmol/l at the time of the incident. Customer was assisted with reviewing the alarm history. Customer stated that they received an external ram error alarm. Customer was advised to disconnect and remove the reservoir from the pump. Customer was advised to program a normal bolus in the air. Bolus amount was recorded in the bolus history. Customer stated that a temp basal was not programmed before the alarm occurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no unexpected a21 alarms and no a17 alarms noted. The insulin pump passed self test, a21 error test and displacement test. The insulin pump has cracked battery tube threads.